Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that problem was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient will charge the implantable neurostimulator up to 100% at night before going to bed. Afterwards, the patient controller would be between 50-80% charged, so he will plug the patient controller into the wall to charge. When the patient wakes up in the morning, his implantable neurostimulator is turned off. The patient had been noticing this problem for the last 6-8 months. Additionally, the patient had noticed that sometimes the implantable neurostimulator charge was at 0% when waking up in the morning. It was confirmed that the patient does not have adaptive stim enabled. At the time of the report, the patient confirmed that stimulation was on and that the implantable neurostimulator battery level was at 90%. The patient mentioned that he was pretty sure that the implantable neurostimulator was on prior to going to bed. Button use of the patient controller was reviewed with the patient. The patient was redirected to his health care provider to address the issue. There were no further complications reported.